Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for high or low blood glucose alerts. Their blood glucose level during the incident was 45 mg/dl and the customer treated with glucose/carb intake. The customer's blood glucose level was between 140 mg/dl and 150 mg/dl during the call. The device failed the audio test during the call. Troubleshooting was declined for the low blood glucose levels. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.